Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's daughter reported via phone call that they experienced a high blood glucose and no delivery alarm. The customer¿s blood glucose was 530 mg/dl at the time of the incident. Patient's current blood glucose was 463 mg/dl. The customer experienced symptoms such as headache. Customer treated for high blood glucose with manual injection. Customer reports they have not contacted their healthcare professional regarding the high blood glucose. Based on customer report customer does not allege insulin pump was under delivering. Customer is not calling back to perform an high pressure test. The pump will not be returned for analysis.